Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019. The service engineer (se) inspected the device. The se found an error code (3132)keyboard key not responding in the ventilators diagnostic logs. The se replaced overlay keypad to address the reported issue. The ventilator passed all performance specification testing.

Event description:
It was reported that the ventilators keypad was not working. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.